Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that customer was hospitalized on (B)(6) 2016 with blood glucose of 1103 mg/dl. Customer had symptom of vomiting. Customer was hospitalized due to diabetic ketoacidosis and high blood glucose. Customer was treated with insulin drip customer was wearing insulin pump at the time of hospitalization. It was reported that high blood glucose began two months prior to call and had been over 1100 mg/dl. Troubleshooting was performed on insulin pump to determine reason for high blood glucose. Customer reported that drive support cap appeared normal. Customer declined checking for leaks or air bubble; site or insulin issues; and settings. Customer was advised to change infusion set, reservoir and insulin and to call back when in receipt of tubing clamp in order to perform high pressure test